Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Additional information reported the xen®45 gts has descentegrated into tiny little pieces which we could not preserve. A small intraocular and through the sclera portion was not possible to remove without major trauma hence left behind. A new xen®45 gts was implanted.

Event description:
Healthcare professional reported a xen®gts "disintegrated under the conjunctiva and broke in half; one of the ends protruding through the conjunctiva" seven years after implantation in left eye. The broken end has penetrated the conjunctiva and is leaking externally. Implant comes out of the sclera at 11:00 o'clock. Patient has no previous surgical manipulation since insertion of the xen with a very healthy conjunctiva with normal thickness. Patient is under antibiotic cover. The device remains implanted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of exposure is a known potential adverse event addressed in the product labeling.